Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 46 mg/dl. The customer's current blood glucose is 65 mg/dl and 61 mg/dl which was treated with food. The customer ate bagel with cream cheese still the customer¿s blood glucose level did not go up. The customer had symptoms like feeling weak and irritable. The customer had diabetes ketoacidosis and low blood glucose level. Troubleshooting was done for low blood glucose and over delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was over delivering. The insulin pump will be returned for analysis.